Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a cervical fusion procedure at c4 to c5 using rhbmp-2/acs on (B)(6) 2008. It was also reported that patient underwent a spinal fusion procedure at t3 to t8 using rhbmp-2/acs on (B)(6) 2009. Patient's post-operative period has been marked by severe pain and discomfort in his neck and upper back. Patient underwent cervical and thoracic MRI scans on (B)(6) 2008, which demonstrated inflammatory tissue changes and swelling at the levels of patient's rhbmp-2/acs surgeries. A further cervical MRI undertaken on (B)(6) 2009, demonstrated the development of spinal lesion at patient's the implant level. Patient continues to experience severe and unrelenting pain in his cervical and thoracic spine. He suffers from severe intractable right shoulder and right upper extremity pain, with accompanying numbness.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with right t6 radiculopathy, and pseudoarthrosis c4-c5 and underwent the following procedures: microscope assisted right c5-c6 foraminotomy. Right c4-c5 posterior cervical fusion. Augmentation of posterior cervical fusion with bone morphogenic protein and local bone graft. As per op-notes, "... The c5-c6 level was identified. Longitudinal incision measuring approximately 2 cm was made approximately 1.5 cm to the right of midline. The fascia was released and a retractor system was used and docked onto the c5-c6 lateral mast. The dorsal lamina of c5 as well as c6 on the lateral masses were identified. Electrocautery was used to remove the soft tissue from the intra-laminar space. The dorsal bone/facet at c5 and c6 was removed and enlarged to about 8mm. The dorsal bone was de-roofed. We removed the bone more proximally and medially and it showed that the nerve root existing from the cord was free throughout the entire course. The nerve roots were retracted. The space with the nerve root was much improved. Small amount of keralog was placed into the foraminal space. The c4-c5 facet joints were identified and decorticated to remove the bone. Some local bone was packed into the area and 2 mg of bone morphogenic protein-2 was then placed into the defect to provide a dorsal fusion. The deep fascia was then closed....". Operative findings: stenosis at c5-c6. The patient was in a good condition post anesthesia recovery. On (B)(6) 2008: on a telephonic conversation, the patient enquired about restrictions and driving having post neck muscles tighten. On (B)(6) 2008: on a telephonic conversation, the patient enquired about exercising right arm muscle and limitations and requested for longer acting pain medication. On (B)(6) 2008: the patient presented for an office visit post-op and underwent physical examination. The cervical spine radio-graphical study indicates stable appearance of instrumented spinal fusion extending from c3 through c6, non-instrumented osseous fusion at c6-c7. On (B)(6) 2008: patient underwent two view chest x-ray. Impression: no active disease. On (B)(6) 2008: patient presented with chronic inflammatory sinus disease. On (B)(6) 2008: patient presented with severe hepatic steatosis. On (B)(6) 2008: the patient presented for an office visit due to atrophy of bilateral lower extremity. The patient reports difficulty in sleeping due to pain in the right shoulder and mid back, difficulty with work due to right hand use with computer, at end of day bilateral mid trapezius heads tingle. On (B)(6) 2008: patient presented for office visit. Diagnosis: obstructive sleep apnea. On (B)(6) 2008: the patient presented for an office visit and underwent physical examination. The x-ray study indicated the instrumentation to be intact and well aligned. The patient was doing well. On (B)(6) 2008: patient underwent cervical and thoracic spine MRI without contrast. Impression: severe narrowing of the c4-5 neural foramina secondary to bilateral uncovertebral hypertrophy. Severe left and moderate right neural foraminal narrowing at c5-6 secondary to uncovertebral hypertrophy and facet arthropathy. Multilevel disc bulges with mild to moderate stenosis of the lumbar spine. On (B)(6) 2008: the patient presented for an office visit with chief complaint of mid-scapula pain 2-3" above surgical site. The patient was troubled due to a bulge at t3 and feet sensation all the time. On (B)(6) 2008: on a telephonic conversation, the patient voiced concern about pain and symptoms. On (B)(6) 2008: the patient underwent x-ray of thoracic spine due to thoracic disc herniation. Impression: unchanged instrumented posterior t7-t8 fusion procedure, in near anatomic alignment. On (B)(6) 2008: the patient underwent x-ray of thoracic spine due to history of fusion. Impression: unchanged anterior cervical discectomy and spinal fusion from c3 through c6. Unchanged posterior spinal fusion with pedicle screws at t7/8. Degenerative disc disease at t9/10 and t10/11.